Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturing representative (rep). It was reported there was an 8-9 milliliter (ml) volume discrepancy between the expected reservoir volume and the collected reservoir volume at a refill in (B)(4) (2018). It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Regarding diagnostics/troubleshooting performed, it was unknown if any diagnostics or troubleshooting had been performed, however a dye study was planned. It was indicated no interventions/actions had been taken to resolve the issue and the issue had not been resolved at the time of the report. Surgical intervention had not occurred and was not planned. The patient¿s status at the time of the report was provided as ¿alive-no injury.¿ no further complications were reported or anticipated. Other medications being taken at the time of the event were unknown. The patient¿s weight and medical history were also unknown. Additional information was received from a consumer via the manufacturer's representative on (B)(6)2018. It was indicated that the pump was delivering an unknown type of baclofen [2000 mcg/ml] at a dose of 1750 mcg/day. It was reported that there was a volume discrepancy where the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). It was stated that the patient reported volume discrepancies at multiple refills over the past year and a half or so where they were expecting 3-4 ml and getting back 9 ml. A dye study was done, and a CT scan was performed. It was stated that the healthcare provider (hcp) did a dye study on (B)(6)2018 which was "normal," and th e hcp had no resistance to aspiration or pushing dye through the system. It was reported that when they did the CT scan, they observed a "long thin object along the line of the catheter" and questioned whether it might have been a catheter pin connector. It was reported that the patient has been more spastic over the past 18 months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that it was thought the long thin object along the line of the catheter was a connector pin for the catheter. The cause of the volume discrepancies was unknown. Actions taken to resolve the volume discrepancies and connector pin were unknown. It was unknown whether the volume discrepancies and increased spasticity were resolved. There were no device changes at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-jul-01. It was reported that a volume discrepancy occurred with the actual residual volume (arv) being greater than the expected residual volume (erv). The healthcare provider (hcp) asked the representative about doing an indium study due to the volume discrepancy and there was a negative catheter access port (cap) dye study. More information was received from a hcp via a business partner on 2017-jul-13. The patient was receiving gablofen for spasticity secondary to cva (cerebral vascular accident) and subsequent sci (spinal cord injury) via an intrathecal route. The spasms that were getting progressively worse were considered ongoing. The mobility decreasing and getting worse were ongoing secondary to spasms. The device volume discrepancies were considered ongoing and progressive increases in the volume discrepancies. The gablofen was not discontinued in response to the event. The medical evaluations and treatment included a side port aspiration, pump o gram, pump rotor study, and an MRI of the spine with and without contrast. The patient¿s medical history included a traumatic brain injury (tbi) of the left hemisphere ((B)(6)), the baclofen pump was implanted on (B)(6) 2009, ambulatory wboc (weight bearing without crutches) +/- left afo (ankle foot orthosis), the pump was replaced 11/12 where they had an epidural bleed and now with sci as well, catheter revision (B)(6), new pump (B)(6), history of narcotic abuse prior to injury, and a catheter rev (B)(6). The patient¿s broken femur improved and it was stated that the patient had an a/p (anteroposterior) orif (open reduction internal fixation), which was now healed and wbat (weight bearing as tolerated). The patient¿s concomitant medications and dietary supplements included valium 2 mg three times a day, cymbalta 120 mg orally every day, levothyroxine 25 ug every day, and oxybutynin 5 g orally twice a day. The patient was approximately 5 foot 5 inches and (B)(6) pounds. The patient was a female caucasian. The patient was not hospitalized.

Manufacturer narrative:
Other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a consumer regarding a patient previously receiving baclofen at around 1400 mcg/day and currently receiving baclofen at 1700 mcg/day via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. On (B)(6) 2016 it was reported that the patient had been having spasms in 2016 that were getting progressively worse. Recently ((B)(6) 2016) the patient had gotten her catheter checked. The hcp (healthcare professional) said that there was flow based on the CT scan, but they didn¿t get up high enough to see all of the catheter and needed to do further diagnostics. Additional information was received from the patient¿s mother on 27-jun-2017 who reported that the patient¿s mobility had been gradually decreasing/getting worse since 2016 and she didn¿t feel that the patient was getting the medication she should be getting. There was a pump volume discrepancy where there should have been 3cc left at the refill but they were pulling 9cc from the pump and the discrepancy was more and more at each refill. It was getting worse at each refill. The volume discrepancy started last year. They were told after the catheter test in (B)(6) 2016 that the catheter was functioning as it should. The patient was going to be scheduled for nuclear testing to check the pump itself, but that had not yet been done. The next pump refill appointment was on (B)(6) 2017 at 2pm. The patient¿s medical history included a spinal cord surgery prior to the pump implant which caused a spinal cord injury. The patient broke her femur in (B)(6) 2017. No further patient complications have been reported as a result of this event. Additional information was received from the patient's healthcare provider (hcp) on 2017-jun-30. It was reported that the patient's symptoms were believed to be a catheter issue or intrathecal scar tissue, however they were unable to determine at the time. It was reported that multiple dose and mode changes, an x-ray and CT viewing of the pump, and aspiration of the pump side port were done to resolve the volume discrepancy and patient symptoms. The hcp reports that they were unable to obtain an indium scan. The cause of the volume discrepancy was unknown. The patient's weight was also provided. No further complications were reported.